Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 1.2 mg/day via an implanted pump for non-malignant pain. The event/difficulty occurred in november 2019 during normal use. It was reported the pump was uncomfortable in the pocket. The patient noticed the discomfort over the last two weeks. The cause of the event was undetermined, and the patient reported she had lost approximately 100 pounds over the last year. The patient had a pump pocket revision on (B)(6) 2019. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient also had a personal therapy manager (ptm), with total activations and daily dose equaling 1.8mg/day. The new pump connector (8784 sn (B)(4)) was added to the existing 8780 at the pocket revision. There was no issue/complaint with the catheter. The patient¿s weight was 101 kilograms. The patient¿s medical history was asked and unknown. Additional information was received on (B)(6) 2019 via a consumer indicated the patient was having a hard time moving and bending as she had surgery on (B)(6) 2019 as no ted above unrelated to the pump. No further complications were reported.